Manufacturer narrative:
(B)(4). One sample was available at the plant for evaluation. Visual inspection revealed that the tube bushing disconnected from the tube. The root cause was lack of solvent application. Batch file review did not reveal any issues related to this event. The solvent application method was changed to ensure a more uniform solvent application (medica dispenser).

Event description:
This is a report from an (B)(6) pharmacist of a leaking vented pacilitaxel setwith clearlink during administration of pacilitaxel. Reportedly, the tube of the set has not been glued to the drip chamber resulting in a leak from the set. The spill occurred near the end of the treatment with 30mls left to administer. The patient reportedly experienced chemotherapy that spilled on his arm. The patient was taken to the bathroom and his arm was thoroughly washed. His arm turned red and he was evaluated by the physician. It is unknown what additional interventions were required. The patient did not receive the full chemo dose. The nurse administering the chemotherapy followed the facility administration protocol and is a trained chemotherapy nurse.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. A sample has been returned to the baxter plant for evaluation. This is a product not distributed in the us and does not have a 510k number. This is 2 of 2 reports associated with this incident.